Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered of the flow sensor assembly replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1203 alarm message: low leak ¿ co2 rebreathing risk message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states device keeps giving error message co2 rebreathing error. Trouble shot with customer. The customer did not find any kinks in tubing and was using test adapter with device and it's still giving rebreathing error. Customer found moisture inside tubing going to flow sensor assembly. Confirmed tubing was seated properly and in right location. Informed customer that with this error and finding, manufacturer recommendation is to replace flow sensor assembly. Customer is requesting part number for replacement assembly. Resolution and disposition are pending - investigation ongoing.